Manufacturer narrative:
The customer requested that the device be returned to the bench for service. Upon evaluation of the device, it was discovered that the therapy pca for the unit was faulty and required replacement. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all subsequent testing. Following the repair the device was returned to the customer to be placed back into service. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The therapy pca was found to be fully functional and a cause for the original replacement could not be determined. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician, that the therapy pca for the unit was faulty. There was no patient involvement.